Event description:
It was reported that the battery life of the insulin pump did not last as expected and the patient had to adjust the charging cord to ensure it charged properly. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting for the issue.